Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The pt reported a "light tingling" sensation in the areas she is receiving stimulation immediately after she turns the stimulation off. Follow up on the pt found she is continuing to work with her physician at this time and the ipg remains in use.